Event description:
On 08/03/00 a hosp volunteer picked up a 10 gallon sharps container to carry it to the disposal area. Upon doing so the volunteer was stuck in the leg by a needle that had punctured through the bottom corner of the container. The container was 2/3 full and the cover had not been permanently closed. The needle was sticking out about an inch from the container.